Event description:
Per independent repair center: the unit is alarming or has a red light. The manifold clamps are leaking, the pe valve is not shifting, the sieve beds are leaking, and the compressor has low output.